Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h4 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2012. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness. The legal manufacturer determined that the most likely cause for the report is as follows: the legal manufacturer speculates that the cause of the reported "shutting down" is the image disappears due to a video connector issue because intake universal code is cvp5. It is assumed that 8 years or more have passed since the manufacture, and that the video connector latch worn out and the connection of the video connector became unstable and the image disappeared or flickered due to repeated use for a long time. The device has been in operation for more than eight years, and it is speculated that, due to repeated use for a long period, the components on the substrate deteriorated over time and the ap substrate failed, the image did not come out on the 180 scope.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of "shutting down " was not confirmed. However, the video connector latch was found worn out causing the image to flicker. The unit¿s electronics were checked and no image was observed with the 180 scopes due to a faulty patient board set. The unit was equipped with an old version main switch and outdated software. This investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the video system was shutting down due to a connection issue. It is unknown if the intended procedure was completed. There was no patient injury reported.